Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that their handset said, "connection is not found." Patient stated that probably about 5 days after they got home from their implant surgery, around on (B)(6), they've been having issue pairing their external devices and connecting to their implant. Patient added that they saw their healthcare provider (hcp) yesterday but weren't able to get the manufacturing representative's (rep) number and that they were given an inactive email address. Agent reviewed general device use and best practices, then patient was able to successfully connect to their implant. Patient then stated that they were at the wrong stimulation level because they believed they were at 2.8 and their current level of stimulation was at "one point something", but after agent reviewed general therapy information including difference of current implant and external neurostimulator, patient was able to confirm that they did not need to make an adjustment. Patient then mentioned about calling a rep, but after agent reviewed role of reps and role of patient services, patient confirmed that they did not need a face-to-face appointment with a rep. During the call, patient was very confusing, and agent did their best to collect necessary details of the call.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.